Event description:
It is reported that a piece of the impactor broke off while impacting the glenosphere.

Manufacturer narrative:
(B) (4): evaluation : results/conclusions: as returned, the device is fractured along one of the straight sides. The device has a potential filed age of approximately 1 year. The failure can be attributed to a previously addressed design issue. Device history records indicate all components were manufactured and inspected to specification.